Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted on (B)(6) 2018 and the patient was initially set up yesterday by the representative and felt stimulation at the time. They turned their stimulation off and the patient was told to go home, charge the ins, and use their therapy for 7 days. The patient charged the ins but they were not able to get the stimulation turned on so they could feel it. The patient was assisted in connecting to the ins, making sure stimulation was turned on, and increasing the amplitude. The patient tried turning the amplitude up from 1.8 to 2.4 but couldn't feel stimulation. No further complications reported.